Event description:
Device 2 of 2: reference MFR report #: 1627487-2018-13530. It was reported that when the patient's drg lead implant procedure was started, the patient experienced cardiopulmonary arrest. The patient was resuscitated and the procedure was stopped. The patient was taken to the intensive care unit where the patient recovered and was discharged.